Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6273532. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after insertion of the 22 g x 1.00 in. Bd angiocath¿ autoguard¿ shielded IV catheter, the safety system failed to function properly so the entire device had to be pulled out and a new IV placed. There was no report of injury or medical intervention.